Manufacturer narrative:
Visual inspection of the returned device was unable to determine if there was a tear in the valve seal. The topside slit was clearly visible and no tears were easily identified. The device passed pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. The device did not pass the aspiration test when the polarx test catheter was inserted or withdrawn. The device did not pass hemostasis testing when the polarx test catheter was inserted; however, no leaks were observed when the catheter was removed. Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Laboratory analysis confirmed that the hemostatic valve did leak when a catheter was inserted, but the cause of the leak was unable to be identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pulmonary vein isolation to treat de novo paroxysmal atrial fibrillation, a polarsheath was selected for use. It was reported that air ingress was noted in the infusion line after the polarx balloon catheter was inserted and advanced into the sheath. The physician attempted to remove the air by aspirating the line but was unable to due to the balloon filling up the sheath. The physician successfully aspirated all of the air out of the sheath by slowly advancing the catheter until the balloon was withdrawn from the sheath. Blood leakage from the sheath was noted. The procedure was completed successfully without exchanging any devices. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat de novo paroxysmal atrial fibrillation, a polarsheath was selected for use. It was reported that air ingress was noted in the infusion line after the polarx balloon catheter was inserted and advanced into the sheath. The physician attempted to remove the air by aspirating the line but was unable to due to the balloon filling up the sheath. The physician successfully aspirated all of the air out of the sheath by slowly advancing the catheter until the balloon was withdrawn from the sheath. Blood leakage from the sheath was noted. The procedure was completed successfully without exchanging any devices. No patient complications were reported and the patient's current condition is fine.